Manufacturer narrative:
Review of the logfile for the day of treatment shows all laser system functions were within specifications for the respective treatment. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. According to pre-operative measurements the treatment could be identified in logfile. During treatment a warning message appeared and user continued. Therefore, it could be possible that the user treated the wrong eye. The treatment was performed successfully without any problem from the system side. The system was working within specification. During on site visit, field service engineer (fse) performed system verification. System is in good working order and meets company specifications. According to customer, the clinic technician inadvertently entered a plus (+) instead of a minus (¿) sign for the sphere of the left eye and the treatment for the left eye was then treated on the right eye. Logfiles confirm that a warning was issued. The root cause could be identified as user handling. The manufacturer internal reference number is: 2019-84246.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A clinical coordinator reported additional information stating a technician inadvertently entered a plus sign instead of a negative sign for the sphere of the left eye. The left eye treatment was then treated on the right eye. Due to the mistake the patient's right eye prescription doubled. An enhancement is scheduled.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with an over correction. Additional information has been requested.